Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 19.0 mmo/l (342 mg/dl) and that the cannula was kinked. The adhesive pad was wet and that he could smell insulin leaking. The pod was worn between 24 and 36 hours.